Event description:
Additional information: with the additional information received, it was determined that this event had also been submitted via another manufacturer¿s report. The following information was previously submitted via manufacturer¿s report #3007566237-2013-01548: [it was reported that the patient¿s pump ran empty, depleted of baclofen approximately two days prior to the date of this report. The patient presented at an emergency room but was sent to another hospital due to insurance issues. The patient had experienced a return of spasticity and pain; however, there was no withdrawal at the time of the report. The planned course of action was to fill the pump and administer a 50 microgram therapeutic bolus. This device system had delivered baclofen. Additional information has been requested, but was not available as of the date of this report.] Any additional information received regarding this event will be submitted in this report - manufacturer¿s report # 3004209178-2013- 06863.

Event description:
It was reported that an alarm was heard and telemetry confirmed the alarm was due to zero ml reservoir volume reached. The patient's insurance had changed and was unable to find a physician to fill the pump. The device system was used to deliver baclofen. It was later reported the patient's pump had been alarming for four weeks. It was noted it "used to be about every 6 hours and then it was every hour on the hour." The patient went to his pain management health care provider (hcp) on (B)(6) 2013 and it was reported they could not interrogate the pump and the patient was told the pump was dead. The hcp had tried three separate machines and could not interrogate the pump. On the night of (B)(6) 2013, it was noted that the pump started sound like an ambulance in the patient's belly every 45 minutes. It was also noted the patient felt their catheter had come out of their spine and felt like it was not in the same position. "I think the catheter's coming out of my spine or it's kicked out of my spine a little bit because it's in a different position in my spine, it's higher down my spine." The patient was told he would need an x-ray to determine the catheter's location. It was noted the patient was a paraplegic and could barely drive, was in so much pain, could not move his legs, and after about a week after hearing the alarm, the patient had felt their legs getting stiffer. "I'm exactly to the same position I was before they put the pump in." The patient had been given percocet, had taken one but it was reported that it didn't do anything. The patient was in the process getting a referral and finding a new hcp. The patient was reportedly looking for a hospital or emergency room, he could go to. It was later reported the patient presented to the emergency room (ER). It was reported the patient had also experienced an increase in spasms and was upset. It was noted the patient had been told if the pump had been beeping that it was a pump failure. The reporter noted "it may either need some medication or remove the device completely. But they need to be interrogated first." It was later reported the patient had been in the ER for two hours and was given either oral baclofen or injections.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).